Event description:
During a laparoscopic procedure, the sales rep indicated that the electrical current of the monopolar hook appeared to be concentrated at the hook shaft rather than the tip of the hook. The physician did not report a problem and there was no pt injury.